Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.  (B)(4).

Event description:
It was reported that the blade does not hold. Issue occurred during a procedure. No harm to the patient reported, no surgery delay reported. A spare device used to complete the case. The customer has a loaner from the previous complaint and she would like to keep it.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Device returned to manufacturer.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The unit was received at the service center and evaluated. The defect reported by the customer has been verified and repaired. Following activities were found by service team: piece of plastic preventing the insertion of the blade, corroded motor, cable in good condition, locking system was repaired to correct the issue, motor was also replaced. As per the service report a piece of plastic was preventing the insertion of blade is the root cause of the reported issue. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).